Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the clip deployed. During gripper line removal, the physician reported there was strong resistance releasing the gripper line. It was recommended to release the gripper line very slow but at a certain point it was impossible to release the gripper line. The cds was removed while the gripper line was left in place. After removal of the cds, the gripper line was removed through the steerable guiding catheter (sgc) successfully and without changes in the valve. Outside the patient anatomy, it was noted that the gripper line was very bent more than normal. One clip was implanted, reducing the mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported difficult to remove gripper line was confirmed during returned device analysis as resistance was noted during testing. However, the gripper line bend could not be tested in the condition that it was returned (coiled and broken). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line could not be identified in this incident. The reported bend (gripper line) and the observed broken gripper line were due to excessive tension on the gripper line causing it to bend and eventually break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.